Event description:
Pieces of the shaft of the laparoscopic ultrasound probe broke off while in the pt's abdomen. The pieces were retrieved by the surgeon and re-attached to the shaft. The pt was not harmed.